Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the shaft of the obturator was not received. The distal end of the cannula was broken. The circular and envelope seals were intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter after a laparoscopic appendectomy, the tip of the trocar was found to be broken and missing. According to a nurse, the device was intact before using. A device by a different manufacturer was used in conjunction with the trocar. There was no patient harm.